Event description:
It was reported that during blood collection using bd microtainer® tubes with k2e (k2edta), the samples coagulated in the peripheral tube. The blood collection facility had to notify the patient to collect blood again. It was found that some terminal tubes did not have anticoagulants. No other health impact or consequences were reported.

Manufacturer narrative:
H.6. Investigation summary: retention samples from bd inventory were visually inspected with no issues identified. In addition they were functionally tested for additive quantity and all retain samples were within specification. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 01-apr-2024. Investigation summary: bd received fifteen (15) samples for investigation. The samples were evaluated by functional testing and the failure mode for insufficient additive with the incident lot was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Fifteen (15) retention samples were functionally tested for additive quantity and all retain samples were within specification. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of clotting. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during blood collection using bd microtainer® tubes with k2e (k2edta), the samples coagulated in the peripheral tube. The blood collection facility had to notify the patient to collect blood again. It was found that some terminal tubes did not have anticoagulants. No other health impact or consequences were reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood collection using bd microtainer® tubes with k2e (k2edta), the samples coagulated in the peripheral tube. The blood collection facility had to notify the patient to collect blood again. It was found that some terminal tubes did not have anticoagulants. No other health impact or consequences were reported.